Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-nov-2016, an fse visited the customer to address the reported event. During servicing, fse replaced wash probe #3 for minor leak and rust. The controls were ran with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a leaking, rusty wash probe.

Event description:
On (B)(6) 2016, a customer reported that the wash probe starting leaking after cleaning on their a1a-2000 analyzer. The customer was unable to run the afp and ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetoprotein (afp) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.